Event description:
It was reported the patient experienced pain at the ipg site due to weight loss. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.